Manufacturer narrative:
(B)(4). The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specification. The insulin pump passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump properly connected to glucose sensor simulator. No unexpected suspend low alarms noted. No unexpected no replace battery now alarms noted. However, low battery alarm was confirmed in the history file and then power error 25 was triggered when backup battery unloaded voltage was less than 3.7v for 4 consecutive hours due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector on connector board, the insulin pump was monitored and functioned properly. The insulin pump was received with minor scratches on case, cracked select button keypad overlay, keypad overlay texture damage and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed power error detected where the back-up battery fails. I also had a replace battery now alarm. Customer¿s blood glucose level was 11 mmol/l at the time of the incident. Troubleshooting was completed. The insulin pump will be returned for analysis.